Manufacturer narrative:
Correction made to g3: date received by MFR: 3/2/2023 (previously submitted as 2/28/2023). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was backing up the tubing of three (3) interlink system extension sets. The filter on the sets did not fill with fluid. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.